Event description:
It has been reported to philips that the power inverter (point) certeray was faulty, which could prevent the system from powering up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) went onsite and identified that the power inverter (point) certeray was malfunctioned. The fse replaced the power inverter certeray. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.